Event description:
Seventeen years postoperatively, the patient was admitted with an embolic cva, prosthetic valvular endocarditis with annular abscess and partial dehiscence as well as an ascending aortic aneurysm greater than six cm. Preoperative cultures were negative. At explant, the valve was reported to have "heavy" debris and vegetations, annular destruction and necrotic tissue in more than 3/4 of the aortic annulus. The annular destruction along entire right coronary cusp was "extensive" and the abscess had progressed from the ascending aorta into the muscle tissue of the septum and ventricular wall. One suture was holding the valve in place with the entire prosthesis moving open in systole and closing in diastole. Four weeks prior to hospitalization, the paitent experienced chills and two weeks later was prescribed amoxicillin. The patient has a history of congental aortic stenosis and in 1977 underwent aortic valve surgeries x2, the last being an implant of a porcine aortic valve which was explanted in 1985 due to deterioration and infection. The valve was replaced with a 27cavgj-514.